Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "during testing the device had an error code 45985 issue" was confirmed through functional testing. The probable cause was fluid ingress. Visual evaluation found the air in line detector was damaged. The device was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing the device had an error code 45985 issue¿; during device evaluation it was found the air in line detector was damaged. There was no patient involvement.